Manufacturer narrative:
Samples were collected and centrifuged in lithium heparin plasma tubes with gel barrier. The samples appeared normal and were aspirated from sample cups for analysis. Qc was within the established ranges during this event. System checks during this event met specifications, and there was no error flag in association with the erroneous results. A bci field service engineer (fse) visited the site on (B)(4) 2010 and replaced the dispense and aspirate probes. The fse verified ultrasonics and alignments. The fse also performed system checks and the results met the specifications. No hardware issue was noted. A clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated troponin (accutni) results within risk stratification range generated on access 2 immunoassay system for two patients. The results were not reported out of the laboratory. Repeat tests on the same and on an alternate instrument produced results within the normal reference range. There was no report of death, injury, or change to patient treatment attributed or connected to this event.